Event description:
Caller states the pt tested 7.0 inr on the coaguchek system and 2.5 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system.